Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log file showed a flexviewing pc error. Fse found the suite pc was causing issues. Fse replaced the suite pc, but still the issue persisted. Upon troubleshooting, fse found the cause of the reported issue was the defective flexviewing pc. Fse replaced the flexviewing pc and loaded software. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start up. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.